Event description:
It was reported that the pt experienced a change in therapeutic effect. The pt also had the following withdrawal symptoms: return of pain, nausea, unable to walk, "head doesn't feel right", feeling faint, and hot and cold body temperature. It was suspected that the withdrawal symptoms occurred as a result of the use of oral medication. The pt was taking oral dilaudid. It was unclear whether the pt had a pump refill performed on (B)(6) 2010. Pt states they have "not been well" since the medication in the pump was changed from morphine to fentanyl in (B)(6) 2010. The pt further reported that the blood pressure on (B)(6) 2010, was 195/90. The pt took one-half of a morphine pill and was feeling "a little better, but still very weak." The pt's pump contained fentanyl. But, there was no information provided regarding the concentration or dosage of the medication used in the pump. No further details or pt outcome were provided. Additional information was requested, but not rec'd at the time of this report. A f/u report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).